Event description:
During a pulmonary vein isolation procedure, it was reported when catheter was connected, it caused interference. Additional information provided stated the interference occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings. The interference occurred on both carto and ep recording systems at the same time. The procedure was completed without any patient consequences.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).